Manufacturer narrative:
This is the same event as 3010536692-2016-00106.

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
Additional patient and product information received.

Event description:
Additional information received 04/08/2016. Allegedly, the patient was revised due to the following mom complications: clicking; elevated ions. Added hospital, quantity, lot number, implant/explant date.